Event description:
Information was received from a patient (pt) via a manufacturer representative (rep) regarding their implantable neurostimulators (I nss). Rep reports pt claims both of their inss won't charge. Pt met with another rep on a previous occasion who after several tries was unable to make the connection to recharge their unit (unknown if both or only one ins was troubleshooted). Pt also mentioned that external devices were replaced at that point as a way to troubleshoot. One ins was replaced with a non-rechargeable ins. Unknown if/when the second ins will be replaced. No symptoms were reported. Additional information was received from a rep. Rep clarifies that they did not observe a problem with the implant or recharge system when they met with the patient at an earlier date. Rep reports the pt did not want to use the spinal cord stimulation (scs) system therefore it was not charged for a couple of years, because the patient had other issues unrelated to the scs system. Rep reports the pt met with the hcp who suggested pt go back to a scs but a non rechargeable ins. Rep reports that there was no problem with the scs system nor with rechargeable system but the pt decision to not use it (additional health information was not made known).

Manufacturer narrative:
B3 date of event is unknown, see b5 narrative for context surrounding date of event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Fdc code updated to better reflect previously reported information. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
No new information.